Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with 425cc mentor smooth round moderate plus profile saline breast implants. Post-operatively, the patient experienced back pain, diffuse abdominal pain and bloating, nausea, diffuse swelling/inflammation, fatigue, joint pain, and breast pain. As a result, the patient consulted with a medical professional and underwent bilateral removal on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-11968 for the contralateral event.

Manufacturer narrative:
On october 13, 2022, mentor received additional information. Mentor became aware that the patient reported this adverse event to the FDA. Mentor became aware that the patient experienced additional symptoms. The patient experienced weight gain, memory loss, hair loss, muscle pain, eye twitching, low libido, bruising, throat clearing, difficulty swallowing, ear ringing, light sensitivity, sound sensitivity, digestion issues, irritable bowel syndrome, food intolerances, headaches, heart palpitations, swollen and tender lymph nodes, numbness and tingling in the arms legs, hands, feet, and back of head, shortness of breath, chest discomfort, pain and burning sensations, anxiety and depression. Manufacturer's reference number: (B)(4).